Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. At the time of the call, it was reported that the customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully.